Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2016-00607. It was reported the patient experienced ineffective stimulation (date of event unknown) due to the scs leads not being placed optimally. Consequently, surgical intervention will be taken at a later date to address the issue.